Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, while on pulmonary tissue (parenchyme), the reload could not be activated. The surgeon was unable to squeeze the handle and the stapler did not fire. They unloaded the problematic reload and use another one to complete the case. There was no patient injury associated to this event.